Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of peripheral vascular disease on an unknown date. It was reported that on the physician brought the patient in for treatment of lower extremity disease. When the angiogram was done a stenosis in the main body of the endurant aui was noted on the left side. The stenosis was ballooned and was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).